Event description:
Patient with spontaneous portal vein thrombosis. Catheter was being placed to lyse clots. The guidewire was very hard to remove from the catheter. Upon removing the guidewire, it was found to have rough edges on it. Patient was not harmed.